Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The remote service engineer found some unusual behavior on the lights of the flexvision pc and advised the customer to restart the flexvision pc manually. Upon onsite visit, the philips field service engineer (fse) analysed the system log file and confirmed malfunction with flexvision pc. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc and reloading software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not turn on. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.